Event description:
Boston scientific crm received information that this right ventricular lead was explanted due to a fracture. The lead is scheduled to be returned for analysis.

Manufacturer narrative:
As of this report, the lead has not been returned. When this lead gets returned it will be analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual observation confirmed the complete lead was returned. The helix had tissue stuck and was returned in the extended position. Dried blood had infiltrated through out the lead's lumen. The conductor coils were deformed at 128 mm from the terminal pin due to the suture sleeve tie down. The cathode conductor coils were fractured at 125-128 mm from the terminal pin. No further testing was performed. The allegation of lead fracture was confirmed by visual observation.